Manufacturer narrative:
Evaluation is in progress, but not yet concluded. During laboratory evaluation, the technician connected the centrifugal controller and motor to a system 1 simulator. When power was applied, he noticed the pixels missing from the controller's display. The centrifugal control module will be repaired in-house.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the pixels were missing from the centrifugal control module display. There was no pt involvement.